Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an upgrade. During the procedure, it was noted that the patient¿s blood pressure dropped and the patient experienced chest pain after the new right ventricular (rv) lead was placed on the septum. Sensing, pacing, and impedance values appeared within normal ranges. An echo was done, and it was determined that the patient had a perforation. The new rv lead was repositioned, and new normal values were obtained with the psa. The patient underwent a pericardiocentesis without further complications. No complications occurred before the procedure and no further complications have been reported since the patient left the (B)(6)lab.